Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the images provided do not confirm the reported dislodgment within the patient. Case images showing the dislodgement would be necessary to confirm the reported dislodgement although it is assumed that the dislodgment occurred as described. The images provided were poorly focused and of limited use to confirm the reported event although it appears that there may be flaring of the distal struts of the stent inferring that the device encountered either anatomy that damaged (flared) it or it was damaged prior to insertion into the guide catheter or during transition through the hemostatic valve. There is no information provided as to the quality of the vessel preparation prior to the insertion of the stent nor any description of the lesion or vasculature in general. Although it is unknown if the user damaged the device or experienced difficulty in delivery (per the report) it should be noted that per the instructions-for-use (IFU) the following is noted: special care must be taken not to handle or in any way disrupt the stent on the balloon. This is most important during catheter removal from packaging, placement over the guide wire, and advancement through the rotating hemostatic valve adapter and guiding catheter hub. Additional case details related to anatomy, lesion preparation, etc., as well as case images showing the dislodgement under fluoroscopy, would help to determine a possible root cause. The investigation was unable to determine a conclusive cause for the reported material deformation; however, factors that could contribute to material deformation include, but are not limited to, interaction with accessory devices, interaction with difficult anatomy and product damage during handling by user. The cine images indicated that the stent appeared to be flared during the attempted advancement which likely caused interaction with anatomy and the reported failure to advance. It is possible that the material deformation and attempt to advance the damaged device caused the stent to dislodge; however, this could not be confirmed based on the information provided. Factors that may contribute to stent dislodgment include, but are not limited to, interaction with other devices, interaction with difficult anatomy and user handling damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that percutaneous coronary intervention was performed because the patient presented with an stemi (st-segment elevation myocardial infarction). The 3.5x15mm xience sierra drug eluting stent (des) was advanced and may not have reached the lesion. The stent may have become dislocated on the balloon or dislodged and the stent struts became flared. The device was removed from the patient without reported issue. There was no reported adverse patient effect or a clinically significant delay in procedure. No additional information was provided.